Event description:
Healthcare professional reported a left side "fracture to gel". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Physician's office later reported there was no implant rupture. There are currently no reportable events against device on record.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ crease/folding of implant: observed, fold creases. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported a left side "fracture to gel." Healthcare professional later reported "any creases." Device has been explanted and replaced.